Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. And detailed analysis did not reveal any abnormalities.

Event description:
It was reported, that this left ventricular (lv) lead was a case of an attempted implant, due to placement difficulty. The lead would not track wire to the doctor's satisfaction. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The allegation was not confirmed. Analysis found no damage or defect consistent with placement difficulty. The wire insertion test passed without issue indicating no blockage in the lumen. Complete lead was returned intact and not severed. Dried blood was noted in the helix housing and tip region which was normal for ingevity. The lead passed continuity testing indicating conductors were intact. Visual inspection revealed no abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to placement difficulty. The lead would not track wire to the doctor's satisfaction. The lead was never in service. No adverse patient effects reported.